Event description:
It was reported that the patient had their pump explanted on (B)(6) 2024 due to recovery of cardiac function.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), did not reveal any findings that would have contributed to a functional issue. The pump, (B)(6) , was returned assembled with the driveline severed approximately 2¿ from the nipple. Additionally, approximately 13" of the mid-section of the driveline, and approximately 23" of the distal ends of the driveline was returned for evaluation. The flex section was returned cut in half. The distal end of the flex section was returned attached to the inlet tube, and the proximal end of the flex section was returned attached to the inlet elbow which was attached to the inlet port. The outflow graft was returned attached to the outlet elbow which was attached to the outlet port. The outflow graft bend relief and the bend relief collar were returned detached. Upon disassembly of the returned pump, visual inspection of the blood contacting surfaces did not reveal any adhered depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities related to wear or damage. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The bionate cover and metal braided shield layers were carefully removed to further examine the underlying wires. Visual inspection under the microscope revealed that each portion of the driveline appeared to be unremarkable. The wires were then submerged in a saline bath solution for high potential testing to further verify the integrity of each wire's insulation. This test revealed that the wires were unremarkable. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. The relevant sections of the device history records for (B)(6) and the driveline serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU), rev. B, and the hm ii patient handbook, rev. D, are currently available. Although no device related issues were reported, the IFU lists adverse events that may be associated with the use of the hm ii lvas. Section 6 of the IFU, ¿patient care and management¿, discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 8, ¿equipment storage and care¿, also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The patient handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. This section also outlines proper driveline maintenance. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. No further information was provided. The manufacturer is closing the file on this event.